Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that during the healing process, the head of the screw loosened. There was no report of a surgical delay. This report is for 2 of 2 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A review of the x-rays revealed that the screw head appears to be off of the screw at an indeterminate level; it appears to be at caudal end of construct. The patient underwent a re-operation on (B)(6) 2014. The screws were replaced with new universal spine system ii implants. Currently no complications were reported.

Manufacturer narrative:
A product development evaluation was completed: the screw head of synapse-4.0 screw was received separated from bone screw. The implant was used to stabilize the thoracic spine from level th1 to th6. The intended use for synapse screws regarding surgical technique is upper cervical to upper thoracic spine. The reported event happened using of synapse 4.0 screws on level th6, since th6 is neither cervical nor upper thoracic spine, the complaint has to be considered off-label. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.